Manufacturer narrative:
The stent delivery system was returned along with the fully deployed stent. A visual examination of the returned device found that a knotted section of the deployment suture was returned attached to the yellow pull ring. A second knotted section of the suture was returned with the device. At the point of the deployment suture break, the suture thread appeared frayed. No further issues were noted with the returned device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-02206 and MFR. Report # 3005099803-2011-02207). It was reported to boston scientific corporation that three ultraflex tracheobronchial stent systems were used during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient had non-small-cell carcinoma with tumor invasion into the left mainstem bronchus. The stricture was approximately 3cm in length. The anatomy was noted to be tortuous; however, the stricture was not dilated prior to stent placement. The physician attempted a stiff intubation but was unsuccessful due to anatomic conditions. Intubation was achieved using a 8.0 rösch tube. An amplatz guidewire was inserted into the left upper lobe. The physician attempted to position a 14mm outer diameter (o.d.) X 40mm ultraflex tracheobronchial stent system across the stricture. However, the stent delivery system was too thick to pass the stenosis. The physician repositioned the guidewire into the lower lobe bronchus. However, the physician was still unable to advance the stent system across the stricture. The physician did not allege a complaint against this device. The physician stated that he chose the wrong size stent system for the patient anatomy. The physician then positioned a 14mm o.d. X 30mm ultraflex tracheobronchial stent system (the subject of MFR. Report # 3005099803-2011-02206) across the stricture. The physician began deployment of the stent. However, when the stent was approximately half-way deployed, the deployment suture broke. The partially deployed stent was removed from the patient. The physician then positioned a 12mm o.d. X 30mm ultraflex tracheobronchial stent system (the subject of MFR. Report # 3005099803-2011-02207) across the stricture. The stent was deployed. The physician made a minor adjustment of the stent position using forceps. The physician was content with the location of the stent placement. However, when checking the stent, a foreign body was detected near the distal end of the stent. The foreign body was retrieved from the patient using biopsy forceps. It was discovered that the foreign body was a clear rubber ring from the stent delivery catheter of the third stent system. The physician confirmed that no other components of the stent delivery system were left inside of the patient. The stent was left implanted in the desired position. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02207). It was reported to boston scientific corporation that three ultraflex tracheobronchial stent systems were used during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had non-small-cell carcinoma with tumor invasion into the left mainstem bronchus. The stricture was approximately 3cm in length. The anatomy was noted to be tortuous; however, the stricture was not dilated prior to stent placement. The physician attempted a stiff intubation but was unsuccessful due to anatomic conditions. Intubation was achieved using a 8.0 rosch tube. An amplatz guidewire was inserted into the left upper lobe. The physician attempted to position a 14mm outer diameter (o.d.) X 40mm ultraflex tracheobronchial stent system across the stricture. However, the stent delivery system was too thick to pass the stenosis. The physician repositioned the guidewire into the lower lobe bronchus. However, the physician was still unable to advance the stent system across the stricture. The physician did not allege a complaint against this device. The physician stated that he chose the wrong size stent system for the patient anatomy. The physician then positioned a 14mm o.d. X 30mm ultraflex tracheobronchial stent system across the stricture. The physician began deployment of the stent. However, when the stent was approximately half-way deployed, the deployment suture broke. The partially deployed stent was removed from the patient. The physician then positioned a 12mm o.d. X 30mm ultraflex tracheobronchial stent system (the subject of MFR. Report # 3005099803-2011-02207) across the stricture. The stent was deployed. The physician made a minor adjustment of the stent position using forceps. The physician was content with the location of the stent placement. However, when checking the stent, a foreign body was detected near the distal end of the stent. The foreign body was retrieved from the patient using biopsy forceps. It was discovered that the foreign body was a clear rubber ring from the stent delivery catheter of the third stent system. The physician confirmed that no other components of the stent delivery system were left inside of the patient. The stent was left implanted in the desired position. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."